Event description:
Grinding noises were coming from the mammomat inspiration unit during system movement. Siemens local service engineer inspected the unit, and when the covers were removed, found 4 bolts that attach the tube arm assembly to the stand had started to become loose. The engineer removed the bolts, added loctite to them and re-installed the bolts. The concerned unit was checked for free movement and returned to the customer for mobile use. There are no injuries attributed to this event.

Manufacturer narrative:
The concerned unit is used as a mobile system. It is assumed that the vibrations during transportation had contributed to the loosening of the bolts. The unit was fixed and returned to operation. Internal ID # (B)(4). This issue was discovered during a secondary service notification review and escalated as a potentially reportable event.

Manufacturer narrative:
The concerned unit is used as a mobile system. It is assumed that the vibrations during transportation had contributed to the loosening of the bolts. The unit was fixed and returned to operation. Internal ID # (B)(4). This issue was discovered during a secondary service notification review and escalated as a potentially reportable event.

Event description:
Grinding noises were coming from the mammomat inspiration unit during system movement. Siemens local service engineer inspected the unit, and when the covers were removed, found 4 bolts that attach the tube arm assembly to the stand had started to become loose. The engineer removed the bolts, added loctite to them and re-installed the bolts. The concerned unit was checked for free movement and returned to the customer for mobile use. There are no injuries attributed to this event.